Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Within 2 weeks of receiving their new beds one of the rails worked itself loose and fell off. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.